Event description:
Customer reported the insulin pump kept alarming battery our limit and in the morning it had a blank display. Settings on the device were also cleared. Customer reported the device alarmed change battery without any low battery alert. Customer stated the device was blank when she came out of the shower. Customer's blood glucose was unknown. No physical damage on the device. The device was not dropped, bumped, or exposed to moisture. Customer does not use recommended battery. No damage or corrosion noted in battery compartment or springs. Customer requested replacement device because she did not feel safe using it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.